Event description:
Caller reported that the indicated battery charge of the pump dropped significantly in a short period of time. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the pump into a power source, which resolved the immediate issue, preventing any further decrease in battery charge or unexpected shutdown. Despite the resolution, technical support arranged for a replacement pump to be shipped, and the customer agreed to return the problematic pump using a pre-paid label within 10 days. Customer was advised to put the pump into storage mode before returning it and acknowledged understanding of the instructions.